Event description:
Doctor inserted device as per use. Upon balloon inflation in the pulmonary artery, the balloon wasn't visible under fluoroscopy. It was suggested to see if there was blood in the balloon port and there was blood found. Device was switched out for a similar swan with no further issues. Pressures were obtained and patient went to recovery room for discharge after 4 hrs. No adverse outcome was encountered.